Event description:
During set-up for angio procedure, one of the nurses was preparing for injection and she aspirated the catheter & tubing to be sure it was bubble free and it was, in fact full, of bubbles. They inspected the tubing and found a hole in it.

Manufacturer narrative:
MFR of component b1662b (pressure tubing), smiths medical has declined to submit an MDR on this issue. Cardinal health is submitting as the convenience kit MFR. The sample was rec'd by smiths medical and sent for eval by the mfg plant. Will file more info when it comes available from the vendor.